Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle failed to deliver medication during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer bought 06 individual needles at the pharmacy, he removed the packaging material and verified that the medicine ran into the pen needle fit, he believes that the needle is clogged. This incident occurred with 2 needles, one he used last night, the other this morning."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle failed to deliver medication during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer bought 06 individual needles at the pharmacy, he removed the packaging material and verified that the medicine ran into the pen needle fit, he believes that the needle is clogged. This incident occurred with 2 needles, one he used last night, the other this morning."